Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6.1 and 6.2 drawer controller board was faulty. A field service engineer had performed troubleshooting by running diagnostics, checking connections, and testing voltage on the controller boards. It was determined that the controller board needed replacement, and the fse replaced it on auxiliary drawer 6-1. The station was rebooted multiple times, and the fse also cleaned underneath the cubie pockets on drawers 6-1 and 6-2. The issue was resolved following these actions. The system functioned as intended after the field service engineer repaired the device.